Event description:
"The therapist set-up a pt and put the wedge into the collimator, from outside the room auto motion request was enabled and the machine turned the collimator from 0 to somewhere to 90 degrees and the wedge fell out of the collimator. Because the gantry angle was almost 90 degrees, the wedge completely missed the pt, and simply dropped onto the floor. The therapist said she checked if the wedge was latched and claimed to have seen the green light on the collimator go on. A varian representative happened to be on-site, went into the room, and noticed that the wedge was difficult to put in because the wedge was bent from falling to the floor. Further inspection of the equipment revealed that the interface latch (micro-switch inside the collimator) seemd to have come loose, but were then tightened. The guiding blocks were replaced to make it easier for therapist to put wedges in." There were no injuries involved.

Manufacturer narrative:
Actual device involved in the incident was evaluated. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Add'l follow-up to this MDR is expected upon completion of the investigation.